Event description:
The customer reported being hospitalized due to high blood glucose and heart attack. The blood glucose reading was over 500mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found a no delivery, but the bolus was delivered two mins after the alarm occurred. Checked the bolus history and noted that the customer stopped the bolus delivery at the time the device alarmed. The customer was treated with an insulin drip. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. During the testing was found that the customer was not using the proper rotation. On further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.